Manufacturer narrative:
(B)(4) date sent: 10/29/2024 corrected data. The device that was received for analysis was a lx12.

Event description:
It was reported that a linx was removed.

Manufacturer narrative:
(B)(4). Date sent: 9/25/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the explant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. Investigation summary: the device was returned in one piece with 4 exposed links, which suggests demagnetization/depolarization of magnets. Due to this depolarization/demagnetization, the exposed links did not exhibit separation force during tensile testing. All other bead separation forces and average link length were within the specification, tooling marks were noted in some beads. No record of use on MRI was received, but due to the returned condition of the device the investigation suggests that the device was likely damaged due to exposure to MRI higher than labeling. Images of the returned device and graphs from tensile testing are attached. The linx device is considered mr conditional. Exposure to an MRI environment above the mr conditional guidelines could cause serious injury to the patient and/or interfere with the magnetic strength and the function of the device. The device is not safe when exposed up to 1.5t MRI magnetic field. In the event alternative diagnostic procedures cannot be used and MRI is required beyond the mr conditional guidelines, the linx device can be safely removed utilizing a laparoscopic technique that does not compromise the option for traditional anti-reflux procedures.